Event description:
A user facility reported that visera elite video system center flat connector malfunctioned during reprocessing. During a standard service inspection of the customer returned device, a no image was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a no image was observed due to a flat connector failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was due to faulty video connector connection due to a faulty unlock lever in the video connector socket. This event can be prevented by following the instructions for use which state: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Never apply excessive force to connectors. This could damage the connectors.¿ olympus will continue to monitor field performance for this device.